Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and under pacing. The right atrial (ra) lead exhibited no sensing. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.